Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h4 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 130 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of left total knee replacement secondary to polyethylene liner resulting in bone loss and a loose tibial component as well loosening of tibial and femoral components. A wear and breaking of the polyethylene liner, osteolysis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.